Event description:
It was reported that it was unable to pace using this pacing catheter when its function was tested before inserting the catheter in the patient. The problem was solved by exchanging the catheter. Information including what examination or procedure the catheter was planned to be used, whether the patient had a history of conduction defect, and patient demographics was unknown. There were no patient complications reported. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Our product evaluation lab received one bipolar pacing catheter. The customer report of pacing issue was not able to be confirmed. No visible damage or abnormality was observed from catheter body, balloon or windings. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 min. Without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The complaint affected unit was returned for evaluation and no defect was found. Therefore, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. As part of the manufacturing process, 100% of the units go through an electrical continuity inspection and tip visual inspection. The lot number was not provided thus a device history record was not reviewed.